Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra meter stopped working and he was unable to test. The medical surveillance specialist contacted the patient to obtain/clarify information. The patient said, the issue started ten days prior. As a result of the product issue, she reportedly didn't know how much to eat. She uses the meter readings to gauge how much she eats. She would just eat, when she's hungry and didn't know whether she was eating enough or eating too much. She gave as an example that she depending on the meter reading, she would eat about 15 grams of carbs after going shopping and walking around a lot. Two days later, the patient reportedly started feeling symptoms of frequent urination, inability to sleep, and constant hunger. She says, it is due to not being able to adjust her food intake. She called her nurse to ask how to treat her symptoms and the nurse told her just to be careful and watch her symptoms. She went on vacation for four days after that day, and felt mild or no symptoms, until the fourth day of her vacation. She called finally, called lifescan on original date, as she still felt symptoms. She did not allege any symptoms after she started using her new meter. There was no troubleshooting performed on the issue because the patient did not specify what was wrong with the meter. This complaint is being reported because the patient said, she could not test on her meter, could not adjust her diet based on the meter, and reportedly suffered symptoms indicative of hyperglycemia after the reported issue.